Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. It was noted the patient was sitting in a chair at the time of the shocks. It was also noted that the patient is larger in stature and has had a triple bypass in the past. Boston scientific technical services (ts) was contacted and suggested programming therapy off in the s-ICD while testing sensing vectors with movement. The field representative was able to recreate the noise during testing in the sensing vector that was initially programmed. In a different sensing vector the amplitude was very small and there was small noise see during movement. The third sensing vector showed noise similar to the first sensing vector. Ts suggested an x-ray to further assess the system. Therapy was left programmed off in the s-ICD and the patient was hospitalized for monitoring. The field representative noted that an x-ray was taken and found the s-ICD had shifted pretty significantly and was free floating in the pocket. Therapies remain off in the device and the physician plans to discuss surgical options, including changing to a transvenous implantable cardioverter defibrillator (ICD), with the patient. To date, evidence suggests the device remains in service and no additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. No additional adverse patient effects were reported.